Manufacturer narrative:
A sample device was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
An ophthalmic technician reported that, after intraocular lens (iol) implantation surgery, the patient experienced cylindrical refraction. The lens was at 96 degrees and was repositioned after which the patient experienced blurry vision and diplopia. Therefore, the lens was exchanged in a secondary procedure. The clinical reason for the explant is residual astigmatism. After the exchange, the patient was very happy.